Event description:
It was reported that this right atrial (ra) lead exhibited impedances of greater than 3000 ohms, low p wave measurements, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed that this was indicative of a lead fracture. A chest x ray was performed and the device was reprogrammed. The patient did not wish to pursue any interventions. No adverse patient effects were reported. The lead remains in service.